Event description:
It was reported to boston scientific corporation that a one step button was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, post procedure on (B)(6), 2010, during the administration of nutritional supplement the connector of the straight bolus adapter separated from the tube. The procedure was completed with a different device, (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a one step button was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, post procedure on (B)(6), 2010, during the administration of nutritional supplement the connector of the straight bolus adapter separated from the tube. The procedure was completed with a different device, (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation found that the proximal feeding connector funnel had detached. Residue was present on both the clear tubing and the connector. The proximal end of the tubing was tapered from being inside the connector. The outer diameter of the tubing was measured and found to be outside the manufacturing specification. The inner diameter of the distal end of the connector was measured and found to be within the manufacturing specification. The condition of the returned unit was consistent with the complaint incident that the connector had detached. During the evaluation the feeding connector on the proximal end of the feeding tube was found to be detached. Residue on the tubing and connector indicates that it was manufactured correctly. It is most likely that when the syringe was inserted into the connector it was placed with force and when an attempt was made to remove the syringe the connector detached from the tubing before the syringe pulled out of the tapered end of the connector. The tubing of the device being out of specification is most likely due to repeated use and handling causing the tubing to deform and be out of specification. Therefore, the most probable root cause is operational context. (B)(4)

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)